Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The baseplate impactor broke during impaction. Blue plastic piece split and came off the impactor.

Manufacturer narrative:
Corrected data: concomitant medical products available to stryker;device evaluated by MFR. An event regarding crack/fracture involving a mako impactor was reported. The event was not confirmed. Method & results: product evaluation and results:: a visual, functional and dimensional inspection could not be performed as the product was not returned. Clinician review: not performed as patient factors did not contribute to the event. Product history review: a review of the product history records indicate product were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review indicate no other events for the lot referenced. Conclusions: the event could not be confirmed because sufficient information and the product were not provided. If additional information and/or product becomes available, this investigation will be reopened.

Event description:
The baseplate impactor broke during impaction. Blue plastic piece split and came off the impactor.